Manufacturer narrative:
The electrode lot number was bek with an expiration date of 26-oct-2025. The field service engineer found the vacuum nozzle was not aspirating at the proper rate. He replaced the vacuum nozzle and sample probe, verified adjustments of the nozzle and probe, and checked the gear pump pressure. He verified the proper functionality of ise, and ran ise check tests, calibration, qc, and precision testing with acceptable results. The analyzer alarm trace contained sample probe: abnormal aspiration errors. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. The samples were repeated on another analyzer. Sample (B)(6) initial sodium result was 147 mmol/l and the repeat result was 139 mmol/l. Sample (B)(6) initial sodium result was 148 mmol/l and the repeat result was 140 mmol/l. The repeat results were believed to be correct.